Event description:
After surgeon cemented, the surgeon noticed micromotion of the tibial tray. The tray was recemented but micromotion was still observed but was better fixed than the first time. Surgery was delayed approximately 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.